Event description:
The facility reports the pt was being transferred from the chair to the bed. The pt had the sling under her in the chair, which was hooked to the hanger bar, leg end of the sling first. After both clips of the legs end were attached, the nurse said the dps would not work when trying to hook up the other two clips of the sling. The pt was pushed forward in order to hook up the other two clips. The pt was then raised up with the lift and the dps simultaneously. The chair was removed from under the pt and the nurse started to move the pt toward the bed. The left side clip (leg side) came detached from the hanger bar. The pt slid out of the sling, bumping her head on the floor. The pt saw the doctor and was released. An ice pack was given for treatment .

Manufacturer narrative:
An arjo investigator inspected the sling and lifter. The lift was found in fair condition, with the left side actuator cover missing from the chassis, scratches on both legs, and a paint stripe on top of the scale load cell cover caused by hitting door jams. The sling was in good condition. There were no signs of wear, tears, or modifications. The clips did not show any signs of wear. The lifter was function tested and found to be working to OEM specifications. An extra-large sling was used on a resident. The lifter operating instructions state, "the attendant should always tell the pt what they are going to do and have the correct size sling ready." A sling size indicator can be found on the lift mast. The interviewed staff also alleged that there was a problem with the lift's dps, but this is not consistent with the arjo evaluation, nor is it consistent with a later statement that, after the alleged non-functioning, the transfer went ahead while using the dps system. Out of simulation and product knowledge, the MFR concludes the clip and sling strap were not fully in position and under tension as the pt was raised, causing the clip to detach upon clearing the chair or when bumping into an obstruction, such as a door or door frame. The operating instructions warn to "always check that all the sling attachment clips are fully in position before and during the lifting cycle and in tension as the patient's weight is gradually taken up." The MFR recommends lift operators be retrained on the proper operation of the lift and sling, emphasizing the importance of using the correct size and sling, ensuring all clips in place and using the reinforcement stays.